Event description:
It was reported the patient¿s implantable neurostimulator (ins) experienced a confirmed first overdischarge. The patient reportedly used the ins with adaptive stimulation turned on for four years prior to report. The patient would recharge the ins ¿every month,¿ however the week prior to report the ins ¿got down to a low charge level and it wouldn¿t allow the patient to charge.¿ the patient¿s stimulation ¿kept going on and off¿ at that time and ¿then eventually stopped¿ and they ¿lost stimulation.¿ initially when the patient visited their clinic, the ins could not be interrogated with a recharger, patient programmer, or physician programmer. The overdischarge was ¿successfully reset¿ with a physician mode recharge at that time. The patient¿s ¿battery came on the next day, but with very strong stimulation.¿ the patient¿s ins was interrogated again at the time of report, at which time a ¿device discharge screen came up.¿ additionally, a ¿0x8¿ error code and power on reset (por) occurred and was ¿successfully cleared.¿ it was noted the ins time was ¿matched to the physician programmer and the battery worked again.¿ the patient was reprogrammed as a result of the event and the issue was reportedly resolved. It was noted there was ¿no alleged product issue¿ with the patient¿s lead at the time of report. The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# 0203915599, product type: lead. (B)(4).